Event description:
It was reported that 1 day after a coronary drug eluting stenting treatment procedure, the pt's cardiac enzymes met criteria for a myocardial infarction. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid left anterior descending (lad) with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 (lad) was treated with predilatation and placement of a 2.75 x 32 mm taxus stent, jailing two septal branches. The stent was post-dilated and the jailed septal had slow flow and was associated with significant chest pain. A wire was advanced into the septal and a single non-kissing inflation was performed. Residual stenosis was 0%. It was noted that mild to moderate disease remained in the proximal lad, diag1, and the distal rca. The pt was discharged four days later.